Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 28-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support was found to have a clot found on tricuspid valve and three days after that experienced a purge system blocked alarm. Device was explanted.

Manufacturer narrative:
The investigation into the reported thrombus and high purge pressure has been completed since the original report was filed. The device was not returned by the medical facility. Thrombus - the cause of the thrombus was patient condition since there is no relation between impella 5.5 and clot found on tricuspid valve which is in rv. High purge pressure - the cause of high purge pressure was most likely due to the kink was in the purge cassette tubing as switching the purge cassette resolved the issue.